Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose. Customer¿s low blood glucose level was 44 mg/dl. Customer¿s current blood glucose value was 71 mg/dl. Customer treated by drinking glass of milk and ate some candy for low blood glucose. The troubleshooting was decline for low blood glucose. The reservoir will not return for the analysis.